Manufacturer narrative:
The device was returned to resmed and an evaluation was performed. Visual inspection found insect infestation in the device, therefore, no further evaluation was performed. The device was beyond repair. Based on all available information, the reported complaint was due to excessive contamination and not due to a device malfunction. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. (B)(4).

Event description:
It was reported to resmed that an astral device displayed a red screen and was unresponsive. There was no patient injury reported as a result of this incident.